Event description:
It was reported that a pt underwent an unk surgical procedure on (B) (6) 2010. During the procedure, the surgeon returned the needle-suture to the nurse after several stitches were made on the pt. When the surgeon received the product again, the needle at the tip was broken. There were no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: d4, h4: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number. Product code w9860h, batch zd5dgxn mfg date: 05/08/2007, exp date: 06/30/2012. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.